Event description:
During three colonoscopy procedures, the osd-10 worked well when set on cut and coag but according to the physician, when the cautery was set on blended current, it produced a deep mucosal burn. This resulted in perforations in two of the three pts. In the two cases where perforations occured, the pts were taken to surgeryy in order to repair the perforations. The third pt was no treated surgically and according to the md, all pts are doing well at this time. The hospital has sent the device to an independent laboratory for evaluation.